Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Before contacting technical support, the customer replaced the endoscope, which resolved the issue. The customer mentioned they would send the scope for processing and return it, and they continued with the procedure using the new scope. No site visit was conducted. Intuitive surgical, inc. (Isi) has not received the endoscope involved with the alleged issue to perform failure analysis.

Event description:
It was reported that the operating room staff called during a procedure to report an issue with a 30-degree scope. The caller indicated that the scope was displaying the wrong orientation, with 30 degrees up appearing as down and vice versa. Before contacting technical support, the customer replaced the endoscope, which resolved the issue. The customer mentioned they would send the scope for processing and return it, and they continued with the procedure using the new scope. The customer reported event has no report of patient injury.

Manufacturer narrative:
The probable root cause in this case can be attributed to the defective endoscope and it was replaced to resolve the customer reported issue.

Event description:
Refer to h11 for follow-up information.